Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm and in a patient over the age of (B)(6). (B)(4)

Event description:
Article stated that the surgeon implanted icl implantable collamer lens in a patient's eye. The lens was explanted with cataract extraction and iol placement due to an anterior subcapsular cataract (asc). Patient reported vision as fair or worse due primarily to cataract. Additional information has been requested, but has not been forthcoming.

Manufacturer narrative:
Concomitant medical products and therapy dates: "microstaar" injector is added to the initial MDR. Report source: "(B)(6) " is also added to the initial MDR. (B)(4).